Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 22 mg/dl. The customer stated that prior to the event, he had over-bolused while treating himself for elevated blood glucose levels, which made him sick and led to the hospitalization. The customer then stated that nothing was wong with his inulin pump and that he believes it was user error that caused the event. Nothing further was reported.